Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative (rep) regarding a patient who was receiving 2000.0 mcg/ml fentanyl at 96.1 mcg/day via an implantable pump for non-malignant pain and chronic low back pain. It was reported that a critical alarm was occurring and confirmed by telemetry. The pump logs showed a reset, a low battery reset, and safe state occurred on (B)(6) 2016 at 11:05. No symptoms were reported. It was noted that the rep was going in to the office on (B)(6) 2016 to review the situation with the hcp and to determine the next steps. The pump was then explanted on (B)(6) 2016 and was sent back to the manufacturer. The cause of the low battery reset was unknown. Actions/interventions taken to resolve the issue to resolve the event were unknown. There was no report that an alarm was heard.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider. Regarding action/intervention taken to resolve the issue, it was noted that the pump was explanted on (B)(6) 2016 and replaced with new. It was further indicated that the patient continues care in their clinic.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. Analysis of the pump confirmed that a low battery reset of undetermined cause occurred. Analysis of the catheter did not identify any significant anomalies. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. Device failures included pump failure. Injuries included withdrawal and surgery. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.